Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred during basal delivery. Customer's blood glucose was 300-400 mg/dl. Customer changed the cartridge and insulin delivery was resumed.